Manufacturer narrative:
The returned device was evaluated by olympus. The evaluation confirmed the complaint of melted teflon pad. The teflon pad was melted and pushed in on the side, exposing metal. The gold insulation on the outer jaw surface was also found scraped off, and the probe was also charred, with a scratch mark into the metal. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad, probe and jaw is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that the teflon pad melted during an unknown procedure. There was no reported patient injury, and no report of the teflon pad or other device fragment falling into the patient.